Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch select meter was reading inaccurately low compared to his feelings as well as another meter. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed that the alleged issue began on (B)(6) 2011 at approximately noon time. The patient reported his blood glucose values are normally between "110-115 mg/dl" which he considers to be normal. The patient informed the mss that he manages his diabetes with 50u lantus insulin every morning on a fixed dose and tests 2-3x per day. The patient could not recall the results he specifically got from the subject meter on (B)(6) 2011, but he stated it was between "110-115 mg/dl" and at the time of the test he was not experiencing any symptoms and denied taking any action regarding his usual diabetes management routine. Approximately 1-2 hours later, the patient stated he was having difficulty moving and "couldn't walk and shortly after that, he became unconscious." He stated his family contacted the paramedics and when they arrived (time unknown) they tested his blood glucose on their meter and reportedly obtained a value of ">800mg/dl." The patient could not specify how the paramedics treated him but he claimed that he was taken to the hospital and was in a coma for 6 weeks while being treated with an unknown type of insulin intravenously. The patient also mentioned he was later being treated for (B)(6). The patient could not confirm the underlying diagnosis given by the healthcare professional team, but he claimed it was due to his meter reading inaccurately low. The patient stated he was released from the hospital sometime in september, exact date unknown. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Although the diagnosis of the patient's condition is not confirmed, this complaint is being reported because the patient claims he suffered a serious injury and was treated for an acute complication of diabetes due to inaccurate low results he received on the subject meter.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543..